Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112980, lot number huta1349 was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery to drain a wound abscess. On (B)(6) 2010: the patient underwent another additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huta1349 was implanted to repair the hernia defect. (B)(6) 2009: the patient underwent an additional surgery to drain a wound abscess. (B)(6) 2010: the patient underwent another additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, "a large indirect hernia sac was identified and dissected free from the cord structures. An extra-large perfix plug (device #2) was sutured into place and patch was sutured to the fascial covering of the pubic tubercle." (B)(6) 2009 to (B)(6) 2009 - patient visited hospital for wound abscess, erythema, pain and swelling in left groin thereby underwent incision and drainage. (B)(6) 2010 - patient was diagnosed with infected mesh thereby underwent open repair with mesh removal. Per operative notes, "a pus collection was seen over the infected mesh. There was a dense desmoplastic reaction to the mesh. The perfix plug (device #2) was removed." Note: there was no mention/visualization of sepramesh ip (device #1) during above procedures. Attorney alleges that the patient had abscess, infection, nerve damage, pain, removal surgery and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct sex of the patient. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of perfix plug, patient was diagnosed with abscess, infection, fibrosis, erythema and pain thereby underwent repair with explant of mesh. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents perfix plug (device #2). An additional supplemental emdr was submitted to represent sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.